Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed critical battery alarms and premature switching events. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Both controller ports performed proper mating and locking actions when the power sources were connected. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from a us site that the patient was seen in clinic on (B)(6) 2015 after experiencing a critical battery alarm on (B)(6) 2015 with a fully charged battery. No symptoms reported. (B)(4) identified as battery with the critical alarm, log files show battery had greater than 10% capacity during this alarm. The battery was replaced and there was no consequence to the patient. Site also inspected power source and controller power port connections to assess for pin damage and assess the guides (reported as new complaint (B)(4)). Site decided to replace patients primary controller based on these finding. Controller exchange performed in clinic, patient tolerated well.